Event description:
A meter to lab comparison test was made with the reporter's meter reading 172/mg/dl and the lab result 251 mg/dl. The reporter stated that both tests were venous and were done within 10 minutes. Reporter did not have any symptoms. A control solution tests was within range 98 (90-135).